Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that ???/hour glass/no readings/sensor error in status box was reported. The sensor was inserted into the abdomen on (B)(6) 2023. On 09/16/2023, the patient was at home sleeping around 2:00am when they started to feel shaky, exhausted and weak. The patient's mother called an ambulance. During this time the cgm displayed a "sensor error" message and when emergency responders checked the patient's finger stick the bg was 42 mg/dl. Emergency responders administered unspecified IV medication. The patient thinks it was "dglucose". His mother also provided him a peanut butter sandwich. The emergency responders were with the patient until around 3:00am an prior to leaving, they checked his blood glucose and it was 130 mg/dl while the cgm was still displaying a "sensor error". At the time of the report, the patient was feeling fine. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post-investigation as the allegation was not found. No additional patient or event information is available.